Event description:
It was reported that an error displayed at power up of the programmer. The programmer was cycle powered and the error cleared. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).